Manufacturer narrative:
(B)(4). Batch n5767v. Device evaluation: the analysis results found that the ccs25 device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify the event. You have stated that the anvil could not be removed before it was used on the patient. Please clarify if there were any patient consequences associated with the device anvil not being able to be removed prior to being used on the patient? As the anvil could not removed, the hospital changed to another device, it took about 30 minutes.

Manufacturer narrative:
(B)(4). Batch # n5767v. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event. You have stated that the anvil could not be removed before it was used on the patient. However, you have selected two patient consequences associated with the surgical procedure of surgery prolonged and hospitalization for further diagnosis. Please clarify if there were any patient consequences associated with the device anvil not being able to be removed prior to being used on the patient?

Event description:
It was reported that during the radical resection of esophageal carcinoma, before used on patient, rotated the adjusting knob, could not remove the anvil. Another like product was used to complete the procedure. The surgery delayed about 30 minutes. The patient is stable and in hospital now.